Manufacturer narrative:
Evaluation results: inherent risk of procedure (pseudoaneurysm). Evaluation conclusion: known inherent risk of procedure (pseudoaneurysm). (B)(4).

Event description:
Cath angio demonstrated a 70% ostial lesion and 100% of pl of rca with an anomalous lcx off rsc ostium. A 4.0mm diameter x 22mm length resolute integrity drug eluting stent was successfully deployed at ostium without difficulty. The physician was then attempting to treat a lesion in the rca using a 2.25mm diameter x 26mm length resolute integrity drug eluting stent. It is reported that the lesion was in the mid rca distal to ostial lesion and proximal to distal lesion with a pseudoaneurysm. The lesion in the rca is with a 100% stenosis, little calcification and vessel is severely tortuous. The vessel diameter is 2.25mm and lesion length is 26mm. The lesion was pre dilated with non-mdt ptca and a non mdt bms was implanted. The resolute integrity stent was then advanced to lesion without difficulty but realized after inflating and deflating the stent balloon that the stent had dislodged proximal to the lesion. The physician found the stent distal to the 4.0 x 22 resolute integrity in the mid rca, and then crushed the stent into the wall with a balloon and then deployed an additional 4.0 x 30mm resolute integrity drug eluting stent successfully. No further clinical sequelae were reported for this event. Image review: the procedural images confirm the lesion in the distal pla of the rca. The deployment of the ostial rca stent is the first pci deployment provided on the images. Based on the images it appears that the guide catheter may have caused a dissection in the proximal rca and the 4.0 x 22mm stent was deployment to resolve the dissection. Post stent deployment a pseudo-aneurysm is evident similar to a distal stent edge dissection in the mid rca. There also appears to be a stent in the mid rca but images of this stent deployment are not on the images provided. The distal pla lesion was pre-dilated followed by stent deployment. No images are present showing the delivery of the 2.25 x 26 device to the lesion proximal to the distal pla lesion. The presence of a dislodged stent is evident. The mid rca is tortuous and the delivery of the catheter may have been hindered by the vessel morphology. The stent appears to have dislodged due to it catching on the distal end of the previously deployed 4.0 x 22mm resolute integrity stent in the ostial rca lesion when the delivery catheter was being delivered across the tortuous section of the vessel. But the mechanism of this possible scenario is not evident from the images. The position of the dislodged stent in the vessel leads to this conclusion. There is no evidence of device malfunction from the procedural images. The stent was crushed in the mid rca with the ballooning and deployment of a 4.0 x 30 mm stent.